Event description:
Product complication:none. Time of complication: one-day post procedure in 2006. Procedure date was 2006. Symptoms: none reported. It was reported the patient experienced a lateral stroke and a 1-day post procedure. The patient has been reported to be doing fine. No additional information was available.